Event description:
Information was received indicating that sporadic alarming was noted to a smiths medical level 1® h-1025 fast flow fluid warmer. There was no reported reason for the alarming and no reported adverse effects.